Manufacturer narrative:
Device evaluated by MFR.: promus element plus, mr, ous 4.00x16mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the mid-section of the stent were lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 4.00x16mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The device was withdrawn, and it was noted that the front end of the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 4.00x16mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The device was withdrawn and it was noted that the front end of the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.